Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation - evaluation. On (B)(6) 2020, windsor regional reported an incident involving a wayne pneumothorax set, rpn c-utpt-1400-wayne-112497-imh, from lot 10225757. The complainant stated that the straightener would not stay connected to the luer lock of the drainage catheter. This event was said to have occurred on (B)(6) 2020. Communication with the user facility clarified that during the placement of the drainage catheter, due to a hemothorax/pleural effusion, the physician was ¿unable to attach the insertion tool dilator to the pigtail. The luer lock connection kept coming apart with any pressure causing the pig tail to curl.¿ the patient was hospitalized prior to this event. The physician experienced this failure on three device sets from the same lot. As a result of the failure, the physician placed a ¿full size chest tube¿. After the event, devices in the same department with the same lot were tested and the same failure was encountered. The related devices have been reported under MDR#: 1820334-2020-01024. A review of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that there are sufficient inspections and controls in place to prevent this failure mode prior to distribution. A review of the design history file (dhf) showed that this device is both safe and effective for its intended use. A review of the dhrs for the reported complaint device lot (10225757) and the related component sub-assembly lots revealed no non-conformances related to the failure mode. It should be noted that a database search revealed one other complaint associated with this device lot reported by the same user facility for the same failure mode. Based on this information, cook has concluded that the device was manufactured to specification and that there is no evidence of non-conforming product existing either in house or in field. Cook also reviewed product labeling. The product¿s instruction for use (IFU): c_t_waynemod_rev5 provides the following information for users related to this failure mode: ¿contraindications not recommended for large fluid accumulation or hemothorax. Precautions this product is intended for use by physicians trained and experienced in the treatment of pneumothorax. Standard techniques for placement of pneumothorax catheters should be employed. Instructions for use 7. Attach plastic three-way stopcock to the catheter obturator. Fully straighten the curved catheter tip by advancing the catheter obturator. When fully advanced, attach the obturator to the catheter via the luer lock connection. 8. Advance the catheter over the wire guide into the pleural cavity to the desired depth. Depth may be guided by the 2.5 cm markings on the catheter. The first mark begins 5 cm from the last sidehole. How supplied upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information provided and the results of the investigation, a definitive root cause for this event was unable to be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Age at time of event: patient was in his 20s. (B)(6). Occupation: clinical practice coordinator. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the luer lock connection on a wayne pneumothorax sets kept separating, resulting in the pigtail curling. Three devices from the same lot were used on a patient and experienced the same failure mode prior to this event. Consequently, the user facility removed this device from their department's stock following the procedure. This device was tested outside of a patient and was found to be experiencing the same failure mode as the others. No adverse effects have been reported. The three devices mentioned above are reported under mfg. Report reference #: 1820334-2020-01024.